Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ needle was blocked. The following information was provided by the initial reporter: she also stated that she had the same issue today 12/02/2020 when she tried to blow air through the needle but nothing would come out.